Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to chemicals ("allergic to polyethylene") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included infection nos. Local edema +++ following the use of a vaginal ring. Previously administered products included for an unreported indication: iud. Past adverse reactions to the above products included device expulsion with iud. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced ear disorder ("ent disorder"), nasal disorder ("ent disorder") and pharyngeal disorder ("ent disorder"). In (B)(6) 2016, the patient experienced rheumatic disorder ("rheumatism to the wrist and to the ankles"). On an unknown date, the patient experienced allergy to chemicals (seriousness criteria medically significant and intervention required), glossitis ("glossitis"), arthralgia ("joint pain without inflammatory syndrome") and oral discomfort ("mouth burns"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to chemicals, ear disorder, nasal disorder, pharyngeal disorder, glossitis, arthralgia, oral discomfort and rheumatic disorder outcome was unknown. The reporter considered allergy to chemicals, arthralgia, ear disorder, glossitis, nasal disorder, oral discomfort, pharyngeal disorder and rheumatic disorder to be related to essure. The reporter commented: essure insertion was performed with no difficulty, 4 trailing coils for left insert and 4 trailing coils for right insert. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: negative for nickel, titanium and polyethylene; on (B)(6) 2016: negative for nickel, titanium and polyethylene. Most recent follow-up information incorporated above includes: on 8-mar-2019: medical history, lab data and events ent disorder, glossitis, joint pain without inflammatory syndrome, mouth burns, rheumatism to the wrist and to the ankles added. Event doubt ++ polyethylene was updated to allergic to polyethylene. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to chemicals ("doubt +++ on polyethylene") in a (B)(6) year-old female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced allergy to chemicals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to chemicals outcome was unknown. The reporter considered allergy to chemicals to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.